Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a hip procedure, the patient came back showing an infection. They did swab the wound to run a culture to see what kind of infection it was.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation. A visual inspection of the returned photo noted what appeared to be an infected wound. No suture products could be seen in the photo. As no sealed samples were returned, functional testing could not be performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. All suture products undergo sterility testing after the manufacturing process, and therefore it is unlikely that the infection was a result of any suture product. If information is provided in the future, a supplemental report will be issued.